Event description:
During a remote follow-up, episodes of noise were noted on the atrial lead. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.